Event description:
It was reported that pump displayed malfunction code and fault notification without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with completing reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction appeared again, which caller acknowledged and understood.